Event description:
Reportable based on the device analysis completed on (B)(6) 2024. It was reported that device damaged occurred. A 6f guidezilla ii was selected for use. During the procedure, when the guidezilla was advanced, it got caught with the stent and both were damaged. The procedure was completed with alternative method. There were no patient complications reported post procedure. However, device analysis revealed that a separation occurred at the collar weld plate.

Manufacturer narrative:
B3. Event date. Used first day of aware date. Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. The device was returned incomplete as there was a separation at the collar weld plate, and the distal portion of the collar and shaft failed to return for further analysis.